Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited no low-voltage output, the pacemaker was reprogrammed. The patient was in stable condition.

Event description:
It was reported that the patient had bradycardia during the in-clinic follow-up on 29 dec 2023.